Event description:
A malfunction was reported, specifically malfunction 16, for which the error code was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to utilize multiple daily injections (mdi) as a backup therapy while a replacement pump was arranged. The faulty pump, still under warranty, was to be returned using a pre-paid label, and the customer was given directions on how to put the pump into storage mode before returning it.